Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to the scs ipg being flipped inside the pocket. Reportedly, the patient was instructed to turn therapy off, after which time the issue resolved. In turn, the patient contacted his implanting physician as the next course of action. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was repositioned.